Event description:
Patient l hager received implant (rflt rapid ra5085c reflect rapid fixture ø5.0mm x 8.5 l) on (B)(6) 2022, experienced bone loss, failure to integrate, pain and/or infection. The implant was removed on (B)(6) 2022, x-rays were provided. An implant replecement was sent to dr. Andrew glenn on (B)(6) 2022